Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts in the insulation, the proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive (ma) was noted, the helix was extended with tissue entwined in the helix, and an arc mark (melted metal) was noted on the distal spring electrode, 50 millimeters (mm) from the tip. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An arc mark on this portion of the lead indicated that the lead's distal coil was in close proximity to the device can when the device delivered therapy.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was returned with no reported product performance issues and no reported adverse patient effects.